Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove the 5.0 cm cuff and replace it with a 4.5 cm one. The physician believes that there was sub-urethral atrophy causing the incontinence. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove the 5.0 cm cuff and replace it with a 4.5 cm one. The physician believes that there was sub-urethral atrophy causing the incontinence. No additional patient complications were reported.